Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2013, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The devices were implanted with no issue. It was reported that upon ballooning, the contralateral leg component with an impact pta balloon dilatation catheter, the external iliac artery ruptured. The balloon was reportedly extended outside of the contralateral leg component during ballooning. Two iliac extender components were implanted to cover the iliac artery rupture, and an add'l contralateral leg component was implanted to line the two iliac extender components. Final imaging showed resolution of the rupture, and the pt tolerated the procedure.